Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen turned off and could not be powered back on. The customer stated there was no patient associated with this event.